Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was flickering and the color changed. The issue occurred during setup before use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure "image flickers" was confirmed. However, reported failure "color changes" was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device (r-unit) was broken and therefore stripes in image occur (flickering is accompanied by the confirmed failure) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.